Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer plans to return the device to livanova (B)(4) for deep disinfection. The customer has stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU), and that the heater-cooler device was placed inside the operating room during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this type of issue. Devicen not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.